Event description:
New information received noted the lead was explanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular lead exhibited an unspecified issue. The right ventricular lead was revised on (B)(6) 2023. The patient condition was unknown. No further information was reported on this event.